Event description:
According to the reporter: the device calibration was completed with no problem. Then when the reload was attached to the handle the cartridge indicator was not flashed. Pushed blue button and other buttons ,however the device did not react. They re-connected the cartridge for a few times, the cartridge indicator was flashed, checked the jaws opening/closing, then the cartridge indicator was illuminated. The surgeon checked the articulation and the rotation of the device outside of the body, however the calibration was suddenly performed and the jaws were articulated repeatedly, and the device did not recognize the cartridge again. They re-connected the cartridge over and over again, and the cartridge indicator was flashed the illuminated. Then the surgeon clamped the tissue of rectum, however the calibration was performed again. The surgeon removed the device to outside of the patient' body, re-connected the cartridge .then the cartridge indicator was illuminated and the surgeon fired the device successfully. For the second firing toresect the rest of the tissue of 1 or 2 cm long, they connected the reload to the adaptor, however the device did not recognize the cartridge again. Re-connected the cartridge over and over again , the device recognized the cartridge, the firing was completed. There was no injury to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation noted the adapter had two cracked solder joints that contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.